Event description:
A cvc trilumen was inserted in subclavian. The nurse connected the line of the cvc with a posiflow and performed a blood sampling with a bd plastipak 10 ml. Syringe luer slip and after the disconnection the valve remained open. Due to the air embolism (pulmonary embolism).